Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 355 mg/dl, 45 mg/dl, 85 mg/dl and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer reported to baxter (B)(4) of a blood administration set with a loose cap. When connecting the set to the blood warming coils, it became jammed in the connector and then the screw cap came loose and rolled around. Upon disconnection, the rotary luer slides back to the extent that it is able to slide up the tubing. The sample is not available for evaluation. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One readings the customer reported was found in meter memory. This is a final report.